Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "knife was dull" (dull). A surgeon reported the knife was dull. Another knife was used to complete the case. There was no pt harm reported.